Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-1926pssp 3.5 mm self-punching pushlock anchor broke off the inserter during insertion. The broken piece was retrieved from the patient, and an ar-2324pslc suture anchor, peek-swivelock c, 4.75 x 19.1 mm was used as a replacement. Subsequently, two ar-19032c fiberstitch rc implant 1.5 devices were unable to seat after deployment. All sutures and anchors were removed from the patient, and a replacement ar-19032c fiberstitch rc implant 1.5 from a different lot was used to complete the case. The procedure was delayed by approximately five minutes. This occurred during a surgery on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.